Event description:
Four years postoperatively, the valve was explanted due to reported paravalvular leak. Additional information has been requested and patient consent is being sought for the return of the valve.